Event description:
The customer reported the system would not boot up. There is no report of death or serious injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The fluoro functions board and fuse were evaluated and replaced. The system was tested and found to be working as intended and returned to service.